Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: a review of the pump black box showed a pump reboot after a cs 128 alarm on (B)(6) 2018. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside the battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.